Event description:
It was reported to philips that the customer received an e-stop activated message and geometry movement were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a vascular planned treatment which was completed at the same position. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable after bootup. Analysis of the system log files showed issues related to the geo pc. Upon troubleshooting, fse found the longitudinal geometry movement was not possible, and the cabling to the geo table side operating module (tso) was found to be in loose connection in the tso extension cabling. To resolve the issue, fse secured the loose connection in tso. After which the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause or contribute to a serious injury or death. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.